Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:16:50. During night drain cycle three, the patient's ultrafiltration reading was 1509 ml, indicating the home patient (hp) drained 1509 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.

Manufacturer narrative:
(B)(4). Additional method code ¿ 3372.evaluation summary: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.